Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas displayed alert code 63 indicating a haptic communication error consistent with a vibration motor i2c communications malfunction, and multiple restarts did not resolve the issue while the user reported no blood glucose concerns. Symptoms included no adverse clinical effects. Outcomes included no impact to health status and no need for medical care or hospitalization. Investigation included technical troubleshooting, user education, and replacement of the device with instructions to back up data, shut down the unit, and return the original device. Investigation of this case revealed a device electronic communication failure localized to the haptic subsystem, consistent with a malfunction of the vibration feedback component and associated communication bus. It was concluded that the cause was a device component failure attributable to a hardware malfunction.